Event description:
It was reported that a flogard infusion pump experienced an unspecified alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log identified an occurrence of the f-94 alarm, verifying the reported condition of an unspecified alarm. The f-94 alarm occurred during the power on functional test. Visual inspection identified a damaged central processing unit (cpu) board. The cause of the f-94 alarm was determined to be damaged cpu board. To correct the condition, the cpu board was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.